Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 133-146 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2022, was 117, repeats were 141.55, 141, 140, and 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the alinity c, serial number ac01908. The sample produced acceptable results when repeated and the quality control results were acceptable. Through an extensive investigation, the fsr adjusted and replaced multiple parts; however, the issue was only resolved after the ict diluent was changed to a new lot number. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.